Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 388 mg/dl at the time of incident and the another blood glucose level was 308 mg/dl. Customer also stated that the in the morning the blood glucose was 355 mg/dl, customer when checked the blood glucose once again before the eating it was 288 mg/dl. Customer was treated with the insulin pump and back up plan was available. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege pump was under delivering. Customer stated that the set of bolus of 1 units manually and when it delivered it was 2 small droplets too small for 10 units. The device will be returned for analysis.